Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device change out procedure, it was noted that the atrial lead had high thresholds. The physician elected to leave the lead implanted. No patient complications have been reported as a result of this event.